Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited low impedance in unipolar configuration. The patient was asymptomatic. All other electrical measurements were normal. No intervention was performed. The patient would continue to be monitored.